Manufacturer narrative:
As a result of an internal review of the file, it was determined that the sample of suspect product has been sent wrong at investigation site for reported event (vitrectomy probe had no aspiration during vitrectomy surgery). The initial report was submitted in error. No further reports will be scheduled under mfg. Report num. 1644019-2024-00731. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe had no aspiration during vitrectomy surgery. The surgery was completed after replacing the pack with another one. The cutting function was normal. There was patient contact but no patient harm.